Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process. After the reset, the malfunction code did not recur, and the customer was informed they could continue using the pump. They were advised to contact support again if the malfunction reappears, which the caller acknowledged and understood.